Manufacturer narrative:
Additional information received from the local field representative indicated the physician suspected that the syncopal event was related to the increase in pacing thresholds. The device was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The device was interrogated and the right ventricular (rv) pacing thresholds had increased to 2.2 volts at 0.5 milliseconds (ms) from 1.2 volts at 0.5 ms. The pacing outputs had been programmed to 2.5 volts. It was suspected that the patient's syncopal event was related to potential rv loss of capture (loc), however it was unclear why left ventricular (lv) pacing therapy did not prevent the patient from having the symptoms. Boston scientific technical services (ts) discussed the possibility of oversensing, but there was no evidence to indicate this had occurred. It was reported that the patient did not have any intrinsic activity, even at a rate of 30 the patient required pacing therapy. Lv pacing thresholds were tested and the patient was not symptomatic until the end of the threshold test when lv only pacing loss of capture (loc) occurred. No additional adverse patient effects were reported.